Event description:
The customer reported to olympus that the tracheal intubation fiberscope was improperly cleaned during reprocessing. When cleaning the tracheal intubation fiberscope with reprocessor, a modified cleaning tube was connected. The number of occurrences of the issue is unknown. This report is being submitted to capture the complaint on improper reprocessing procedure followed by the facility. There were no reports of patient harm associated with the event. This report captures complaint on cleaning tube (event date unknown). Patient identifier (B)(4) captures complaint on the cleaning tube for the same issue that occurred on (B)(6)2023. Patient identifier (B)(4) (model: lf-dp; model description: tracheal intubation fiberscope; serial no. (B)(4) ). (Model: lf-dp; model description: tracheal intubation fiberscope; serial no. (B)(4) ) captures complaint on scopes that were improperly cleaned. Patient identifier (B)(4) captures complaint on reprocessor (model: oer-3; model description: olympus endoscope reprocessor; serial number: unknown).

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from the customer. However, no response received. The device was not returned. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cleaning issue could not be determined. It is possible that the user was unaware that a modified connecting tube for the oer-2 device should not be used for reprocessing in the oer-3 device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 4, section 4.8 connecting tube installation¿ attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-3>¿. Olympus will continue to monitor field performance for this device.